Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m54423. Additional information was requested and the following was obtained: just to confirm, what material separated? All the material. The metal pan, the staples and the retaining cap. They were all separated from the cartridge. Was the metal cartridge pan separated from the blue plastic cartridge body? Yes. Was the staple retaining cap separated from the cartridge? Yes. The analysis results found that one ecr60b unfired and the pan was noted to be partially detached from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the nurse opened the package and found the material of the cartridge was totally separated. The cartridge was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.